Manufacturer narrative:
Conclusions: device failure/lack of effectiveness related to pt condition (severely calcified and slight tortuosity of the renal lesion and an inferior take-off). Device failure related to user handling (unapproved use of device, device is indicated for use in the biliary tree.

Event description:
A 6mm x 18mm racer biliary stent was implanted into the renal lesion artery. The lesion morphology was reported to be severely calcified with slight tortuosity. It was reported that the lesion site was pre-dilated with a 6.0 x 20 angioplasty balloon. It was reported upon inflation of the balloon, the balloon ruptured at a pressure around 8 atmospheres. The rupture of the balloon may have been due to the severe calcification paired with the inferior take-off of the renal artery. The balloon was removed as one unit. The case was completed with post angioplasty of the stent. The patient is fine. The user facility retained the delivery system. No additional sequelae were reported and the patient is reported to be fine.